Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient had lost effective therapy due to high impedances on their lead. It was noted that the patient had a fall one month prior. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The event of high impedance / extended procedure was reported to abbott. The patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-op. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.